Event description:
The attorney reported that the patient's implantable pulse generator (ipg) malfunctioned and caused the patient to have a cardiac arrest. The ipg was replaced eleven days later with a bi-ventricular (bi-v) implantable cardioverter defibrillator (ICD). No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).